Manufacturer narrative:
Evaluation summary: visual inspection confirmed the wire loop breakage. There was no burn marks found on the electrode. The 0.3 mm wire dimension was found to be in specification. There was no other damage to the electrode. Further communication with the facility to gather information on the generator settings did not indicate any discrepancies. The nurse is aware that an in-service may be necessary. Cause of event: this appears to be related to user handling with one surgeon at this facility. We cannot make an exact determination as to the root cause without observing the procedure. Richard wolf medical has suggested that an in-service with the surgeon should be done.

Event description:
It was reported that during a turp procedure the electrode cutting loop broke. There was no patient injury or consequences. There was no incident report.